Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient passed the post procedure neurological check. Six- eight hours post procedure, the patient experienced left-sided weakness. Imaging revealed right frontal infarct. The patient's symptoms have improved, but the patient had not made a complete recovery. The etiology of the stroke is unknown at this time. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Event description:
This supplemental MDR is being submitted for additional information received on november 12, 2024: it was reported that the patient had a series of crescendoing cerebrovascular events prior to the procedure. The patient's symptoms resolved gradually over a 48 hour period and was discharged three days after the procedure, neurologically intact.

Manufacturer narrative:
Additional information can be found in the following fields: b4: date of this report. B5: describe event or problem. G6: type of report. H2: if follow up, what type?